Manufacturer narrative:
Product event summary: a partial lead in portions was received. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a lead warning for high impedance measurements, causing a polarity switch. It was also noted that the rv lead had a high number of short v-v intervals, high thresholds, and a fracture. The right atrial (ra) lead was extracted with the rv lead, due to both of the leads being "bound together." No patient complications have been reported as a result of this event.